Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Fold test was performed and the results are within specifications. See attached. Additional observations were as follows: the device was returned in a plastic bag inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is retracted to the mid nozzle. No damage is observed to the device. The lens is returned outside of the device. Solution is dried on the lens. No damage observed. Fold test was conducted with acceptable results, see attached. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens do not unfold properly. There was a patient contact. The initial procedure was completed with replacement lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).